Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that during a percutaneous coronary intervention, vessel dissection occurred. In (B)(6) 2011, the patient presented due to silent ischemia which was diagnosed as stable angina (ccs classification: 2) and silent ischemia and was referred for cardiac catheterization. The first, 100% stenosed, 20mm x 2.5mm target lesion was a chronic totally occluded de-novo lesion located in the proximal right coronary artery (rca). The first target lesion was treated with pre-dilatation and placement of a 2.50 mm x 20 mm taxus element stent. Following post-dilatation, residual stenosis was 0%. The second, 100% stenosed, 20mm x 2.5mm target lesion was a chronic totally occluded de-novo lesion located in the mid rca. The second target lesion was treated with pre-dilatation and placement of a 2.50 mm x 24 mm taxus element stent. Following post-dilatation, residual stenosis was 0%. During recanalization with a pt graphix intermediate guide wire, a dissection occurred. After the implantation of one of the taxus element stent, smooth walled vascular course with timi flow iii was achieved. The patient was discharged on aspirin and clopidogrel.